Event description:
A review of the service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed the hipot and fall-off tests. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the hi-pot and fall-off tests. The cause for the test failures was a defective u723 (dn pca falloff mux) component in the electrode belt distribution node, component u723 was out of tolerance. The root cause for the defective component cannot be positively determined. No adverse event occurred due to the defective component. The last pt to use this electrode belt did not report any problems.